Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for sheath separation. The exact root cause cannot be determined. Device history record (DHR) review cannot be performed due to the lot number being unknown. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
The user facility reported that a registered nurse (rn) and an interventional cardiologist were performing a heart catheterization on a patient. Due to the patient's tortuous iliac anatomy, a 7fr x 45cm destination guiding sheath (rsr04) was utilized to provide additional support during the procedure. At the conclusion, the destination sheath was withdrawn, and it began to unravel near the tip. A portion of the sheath broke off and remained in the patient, necessitating surgical intervention for removal. The surgical intervention was successful, and the patient is now stable. The event occurred intra-operatively. Estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown, as the involved lot # was not provided . The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.